Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#1627487-2018-08390, reference MFR. Report#1627487-2018-08391. It was reported the scs ipg eroded through the patient's skin after hip surgery. As a result, surgical intervention was scheduled to replace the device. During the procedure, the physician suspected lead exposure as well; therefore the entire system was explanted as a precaution.